Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a half day infusor was missing. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4), 2017 - (B)(4) , 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the fillport cap was missing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.